Event description:
The customer observed negatively biased magnetic hdl quality control (qc) results on the vitros 250 analyzer. Biased results of this type may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: troubleshooting determined that calibration responses and parameters are atypical compared to expected values. The calibration has been in use since january 2005. The customer indicated that low biased results have occurred since july 2005. The instructions for use for magnetic hdl cholesterol reagent indicates that recalibration may be necessary if the quality control results are consistently outside of expected intervals. The root cause of the event is user error in not calibrating when indicated by consistently low control fluid results.